Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 110-120 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (63) and the normal result (120) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Correction of device serial number:(B)(4)(typo).

Event description:
Consumer complaint of low blood results. Caller normally is around 110-120mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (63) and the normal result (120) is located in zone c/d. No adverse event reported.